Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother also reported that they were having issues with the act button. The customer's blood glucose was 367 mg/dl at the time of incident. The customer's mother stated that they had high blood glucose over 500 mg/dl at the time of call. The customer's mother also reported that they had ketones with the high blood glucose. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was able to resolve the no delivery alarm after troubleshooting. The insulin pump will not be returned for analysis.